Event description:
I had gotten the essure procedure done and have issues such as mood swings. I got ear infections out of the blue, pain everywhere, headaches, no sex drive, pain in limbs, pain in vaginal area during sex, bowel issues and stomach, could not take care of my kids without help, could hold my baby, I could not do anything without having pain with it and recently had a hysterectomy due to it.